Manufacturer narrative:
The report did not identify the name or location of the user facility of the device in question therefore, additional information could not be obtained. To date we have not been informed of this event directly from the user facility. A follow-up report will be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported via medwatch report mw5156331 that smoke was emitting from their black diamond hdmi cable. No report of injury.